Manufacturer narrative:
Patient weight not available. A medtronic representative (rep) went to the site to test and service the equipment. The rep was unable to duplicate the issue. The rep performed a system checkout; the system passed the system checkout and was performing as intended. It was noted that the rep did perform an invalidate home and reloaded the firmware. The unit was fully operational. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for an arthroplasty hip revision procedure. It was reported that the system¿s door was closing incorrectly. The door would not fully close. It remained about half an inch open and then stopped. The patient was present when this issue occurred. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.